Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and no delivery tests. The insulin pump has cracked case at the display window corner, battery tube threads, reservoir tube and minor scratched display window.

Event description:
Customer reported via phone, the insulin pump was alarming and her blood glucose was going up and not lowering. Customer's blood glucose was over 400 or 500 mg/dl and in the morning it was 509 mg/dl. Customer called her doctor and he gave her a shot which brought her blood glucose down. Customer's doctor believes the insulin pump is no working properly and wants her to get it replaced. Current blood glucose was 298 mg/dl. Troubleshooting was initiated and customer mentioned the device had a crack where the esc button is and it goes to the reservoir. Customer was unaware how damage occurred as she hasn't dropped the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer declined continuing high blood glucose troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.